Event description:
It was reported that during a total knee arthroplasty performed on (B)(6) 2012, the surgeon forced the reamer too much anteriorly and the instrument fractured. He finished reaming by changing to the next smaller size. There was no report of the patient retaining any fractured pieces and no delay to the procedure occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The reamer tip was fractured when it was forced anteriorly into the canal. The tip design of the reamer is for guidance and not leverage, as it was used.